Event description:
The asd was balloon sized with a 34mm sizing balloon; no waist was found. After careful considerations, the physicians decided to occlude the defect with a 38mm device. The implantation was successful, to ensure proper device position, the device was moved by a "to and fro" motion. However,while the physician performed the post-procedure check at the ICU four hours later, the device was found migrated. The pt was sent for surgery for removal of the device and the repair of the defect. There was no injury caused, and the patient is fine now.

Manufacturer narrative:
Device examination by aga medical's senior research and development scientist found no abnormalities. Investigation verified the device met dimensional specs. Review of the cd by aga medical's senior research and development scientist resulted in the following findings: the cd recorded a few cine images dated 2006. The cine demonstrated an asd device was in the ivc, close to the right atrium. A snare catheter was used to snare the end screw of the device. The device was pulled out by the snare catheter, and then removed from the femoral vein. Since there weren't any echo-cardiographic images received, no conclusion can be drawn as to why the device migrated. Embolized devices must be removed. Embolized devices should not be withdrawn through intracardiac structures unless they have been adequately collapsed within a sheath (asd IFU, warnings, section 4.4). Device embolization with percutaneous removal is a known minor adverse event reported in the clinical study (asd IFU, adverse events, section 6.3.1).